Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined a homechoice machine failed the return instrument test/evaluation (rite) earth leakage current test.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received inoperative and in poor condition. Device failed the hc return instrument test/evaluation (rite) electrical test due to earth leakage failure and failed rite functional test due to failed power up verification due to power switch pushed in. External/internal inspection was performed and failed due to power switch pushed in. Due to the power switch pushed in the earth leakage test was unable to be performed. Temporarily reseated the power switch module and the unit powered up properly and the device logs were obtained and iipv assessment was completed accordingly. A simulated therapy was performed and completed and no errors occurred. The root cause for the rite failure of earth leakage failure was unable to be determined due to power switch pushed in. Scrap power switch w/ bezel. Device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.